Manufacturer narrative:
Conclusion: the inadequate expansion of the second valve identified during review of the images provided to medtronic. It should be noted the valve was not severely constrained as the first valve. It was reported the patient had inhomogeneous calcification which likely contributed to the under-expansion. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Updated: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Image review: images provided for review show a pre-implant balloon dilatation was performed and a valve check considered good. The delivery catheter system (dcs) is then positioned across the aortic valve and attempted to be deployed to about 33% there is no annular contact made by the bioprosthesis at this point. The valve frame is severely constrained and is recaptured. The valve is then repositioned to the level of mid pigtail and attempted a second deployment to approximately 80%, again the valve frame is noted to be severely constrained and does not make annular contact. The bioprosthesis appears to be more constrained on the side of the right/left cusp. The valve is then recaptured. A second fluoroscopic load check is performed on a second valve which is considered to be good. The second valve is attempted to be deployed to approximately 80% and is again noted to be constricted but not as severely as the first valve. After a period of time the bioprosthetic frame does expand and make full annular contact. It is then released to 100% and post angiography noted good filling of both coronary trees and the valve is in good position. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic 26 mm valve, into a patient with an annulus perimeter of 72.1 mm, a pre-implant balloon aortic valvuloplasty (bav) was performed with 20/40 non-medtronic balloon. While attempting to implant the valve, the valve did not expand. The valve was recaptured and attempted again with the same result. A second bav was performed with a 23/40 mm non-medtronic balloon. The valve was attempted a third time and still did not expand. It was reported that the patient had inhomogeneous calcification which contributed to the under-expansion. The valve was withdrawn, and 29 mm valve was successfully implanted. It was reported that the larger size valve allowed for more force to push the bulk of the calcification. No adverse patient effects were reported.